Event description:
A customer reported an issue with their pump which declared an alarm identified as alarm 20 during pumping. Due to a decline to answer, there was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by attempting to load a new cartridge following proper techniques, but the cartridge alarm recurred, preventing the resumption of insulin therapy. It was confirmed that a replacement pump was arranged. The customer reverted to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery in the interim. Instructions for putting the defective pump into storage mode were provided, and the customer was advised to return the pump with a prepaid label within 10 days, confirming their understanding.